Event description:
According to the reporter, during a laparoscopic hernia repair procedure, while the camera was placed in trocar for the first entry and there was a debris in the obturator, the obturator/trocar broke. A new device was used in order to resolve the issue. No patient injury.